Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg). However, the exact value was not provided. Reportedly, customer discussed changing the pump settings with a healthcare provider and a clinical diabetes educator. Customer declined to provided additional information regarding the event.